Event description:
Device issue: tip separation. Time of device issue: during the procedure. Adverse event: foreign body remains in the patient. Onset of adverse event: during the procedure. It was reported that the tip of the balance middle weight (bmw) guide wire separated during use inside the patient vasculature and remains inside the patient. It was not indicated if there were any attempts made to remove the tip from the patient. Another unspecified guide wire was used to complete the procedure. There were no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.